Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, the reported problem "upstream occlusion alarm" was not reproduced. The device was unbale to be tested for upstream occlusion detection due to the device alarming for "system error320". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor found to be out of specifications and the tape torn and peeling. The ultrasonic sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.